Manufacturer narrative:
Based on the current information provided, the root causes of the customer reported failure mode and post-operative complication cannot be determined or is unknown. Isi has requested for the green sureform 60 reload to be returned to isi for failure analysis investigation. However, as of the date of this report, the reload has not been returned. If additional information is received, a follow-up MDR will be submitted. The surgeon provided photographic images and which were reviewed by the isi clinical development engineering (cde) team. The cde team noted that the images are not clear enough to visualize much. The gastrointestinal tissue with exposed luminal contents was seen; however, it could not be discerned whether the visible contents are due to a hole in the staple line or not. There were a couple of staples around the opening, but their shape could not be accurately assessed. Stapler logs show that the first sureform 60 stapler (part #480460-09, lot #l92210824-0201) was installed five times and fired three reloads (one blue, followed by one green, followed by one blue). All firings were completed per the logs. Firings 1 and 2 had no pauses for compression. Firing three had multiple pauses for compression. The instrument had ten incomplete clamps in 15 clamp attempts, but seven of the incomplete clamps occurred on the second install (blue reload installed). The instrument never completed a clamp on this install, so the user upsized to a green reload on the next install. The second stapler used was sureform 60 stapler (part #480460-09, lot #l92210824-0197). This instrument was installed five times and fired five reloads (one blue followed by two green followed by two white). All firings were completed per the logs. Firings 1-3 had no pauses for compression, and firings 4 and 5 had one pause. The instrument did not have any incomplete clamps. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastric bypass surgical procedure, the sureform 60 stapler instrument with a green sureform 60 reload installed allegedly misfired. The surgeon stated the staple line fell apart or never formed on the remnant side of the stomach. The staples were missing from the staple line resulting in a hole in the staple line, which was repaired. On postoperative day #1, the surgeon performed a subsequent laparoscopic procedure due to a suspected staple line leak. However, there was no staple line leak found.

Event description:
It was reported by a surgeon that during a da vinci-assisted gastric bypass surgical procedure, the sureform 60 stapler instrument with a green sureform 60 reload installed had misfired. During the creation of the gastric pouch involving the third consecutive staple fire with a blue sureform60 reload, a "tissue too thick" message was received by the surgeon prior to firing the stapler. He does not recall pauses during compression; however, the sureform60 stapler instrument clamped and fired with no issues. On the pouch side of the stomach, the staple line was formed. The surgeon stated the staple line fell apart or never formed on the remnant side of the stomach. Many staples had no ¿b¿ shaped formation, and there was a big hole on the staple line. The surgeon resected and sutured the incomplete staple line. They swapped to a second sureform60 stapler instrument and completed the procedure. A leak test was performed and found to be negative (there was no leak detected). The surgeon did state that he had a new nurse in the operating room, and he does not know if the nurse had installed the reloads right and swished the instrument in between fires. Secondary to the staple line issue, on postoperative day # 1, the patient had an upper gi x-ray done. The radiologist had indicated there could be a leak but the location of the suspected leak was not provided. Hence, the patient underwent a second procedure. The surgeon performed four leak tests during the laparoscopic procedure and could not identify a leak. The patient was discharged the following day and was recovering well. The surgeon stated there were photographic images in the operating room report; however, isi cannot get a copy of those for review.